Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "the device starts with the error message: invalid sn."

Manufacturer narrative:
According to the logfile analysis we have the following results available: the event occurred during standby and not during ventilation. "Standby on" was active since 31.03.2023 at 16:55:30. On 03.04.2023, "lost connection to ip (interaction panel)" was logged 14 times between approx. 9:25 and 10:29 and not on 13.04.2023 as described by the technician. After the alarm messages "lost connection to ip", there was a time jump in the log file from 03.04.2023, 10:29:33 to 01.01.2000, 10:00:21. This indicates that there is an issue with the vu esm because the real time clock has lost the date and the time. Many checksum errors tf 20xx were logged directly afterwards, indicating that the data on the vu esm was corrupted or incorrect. The vu esm was replaced. The device was tested and calibrated by a certified service technician. Since replacement of this part, there have been no further complaints from this device in our complaint system registered. The ventilator was approximately 13.5 years old at the time of the event. According to the device history, the vu esm had never been replaced before.

Event description:
Hamilton medical ag received the following event description : "the device starts with the error message: invalid sn".